Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after eating a small amount of cake and entering a reduced meal announcement, with the ilet report showing a peak blood glucose of 401 mg/dl and subsequent automated correction to 323 mg/dl. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no additional medical intervention beyond device-delivered correction. Investigation included customer interview and review of available device data. Investigation of this case revealed no device malfunction, with hyperglycemia associated with dietary intake and a lower-than-usual meal announcement while the device provided correction as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.